Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that a hole occurred on a portion of the device that enters the patient. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure located at the patient's superficial arterial bypass graft. During the procedure, a contrast tissue plasminogen activator (tpa) mixture (6mg tpa/100cc normal saline) was forcefully injected through the stopcock of the device with the intention of delivering it to the highly stenotic lesion. The physician indicated that due to the stenosis, it was difficult to inject the mixture. After this difficulty injecting, it was discovered that a hole had been punched through the midpoint of the angiojet catheter, and the mixture was not administered in the desired location. The catheter was discarded and the procedure was completed with an angiojet® solent proxi catheter. No patient complications were reported and the patient¿s status after the procedure was fine.